Event description:
Same case as 6000130-2004-00145. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The in-stent restenosis lesion being treated was located in the right coronary artery (rca). The vessel was pre-dilated with a maverick 2.5 x 20 mm balloon. The physician deployed a taxus express2 3.0 x 24 mm drug eluting stent at 12 atms. When the physician attempted to pull back the deflated balloon, it would not come off the mailman wire. The stent delivery system and the mailman wire were removed as a unit. No pt injury or complications were reported.